Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available, as such no UDI number was available. The date of implant and events are estimated as actual dates were not provided. It is not known if this event has been previously reported. Complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to: aneurysm enlargement, occlusion, and ischemia.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent emergent repair of a symptomatic aortic dissection. The primary tear was in zone 2, extending to zone 11. The tevar indication was for malperfusion. A conformable gore® tag® thoracic endoprosthesis was implanted from zone 2 to zone 5. No procedural complications were reported. The patient was in ICU for four days. The patient was discharged to home on pod 8. On pod 966 and 1373, aortic enlargement greater than 5 mm was identified. On pod 966 and 1373, loss of patency of the left renal artery was identified. On pod 966, loss of patency of the left subclavian artery and ischemia of the left renal artery were identified. No treatment was reported to gore. Further investigation was not possible as this is a double blind study and identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.